Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient reported that their gums became extremely inflamed and started to open up. Patient took a break from aligners and now they do not fit. Further information requested from patient. Will treat this as an allergic reaction at this time.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.